Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that a patient underwent a mechanical thrombectomy procedure targeting an occlusion in the m1 segment of the middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21k060av) and experienced bleeding. The exact timing of the bleeding was not reported. The bleed was treated with coil embolization. It is not known whether the patient had vasospasm, or if the blood vessels were bent, but the patient was treated in a fragile state. The target occlusion was removed with the embotrap iii device, but bleeding was observed. Concomitant devices included a phenom microcatheter (medtronic) and an optimo¿ balloon guide catheter (tokai medical). The complaint device is not available for return. On 01-feb-2022, additional information was received. The information indicated that the bleeding was confirmed after using the embotrap iii, this is the reason for the statement ¿there was no patient injury¿ in the event description. Thrombus was removed at the m1, but bleeding was confirmed and treated with coil embolization; no residual symptoms were observed. The physician commented that there was a possibility that the vessel might be in a weak state, ¿like spasm or loosen.¿ the physician also commented that he does not think the device was the cause of the issue. It was unknown whether the patient had vasospasm or the blood vessels were bent, but the patient was treated in a fragile state. When the bleeding was noted procedurally, it was after the use of the embotrap iii; the physician does not think that the device caused the bleeding, he commented that there was a possibility that the vessel might be weak. There was no device malfunction associated with the embotrap iii. The reported event did not result in any clinically significant delay nor prolongation in the procedure. Based on complaint information, the device is not available to be returned for analysis. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21k060av (sub and top assembly). There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device is not available to be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, we are closing this investigation. Hemorrhage secondary to vascular injury is a well-known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap iii instructions for use (IFU) as such. With the information provided, it is not possible to determine the root cause of the event. However, there are vessel characteristics (i.e., "weak" and "fragile" vessel), patient and procedural factors that may have contributed to the reported event. There is no indication that the device malfunctioned, or that the event is related to the device design or manufacturing process. Since intracranial hemorrhage is a serious injury which necessitated surgical intervention and the relationship of the embotrap iii to the reported event cannot be excluded. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a patient underwent a mechanical thrombectomy procedure targeting an occlusion in the m1 segment of the middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21k060av) and experienced bleeding. The exact timing of the bleeding was not reported. The bleed was treated with coil embolization. It is not known whether the patient had vasospasm, or if the blood vessels were bent, but the patient was treated in a fragile state. The target occlusion was removed with the embotrap iii device, but bleeding was observed. Concomitant devices included a phenom microcatheter (medtronic) and an optimo¿ balloon guide catheter (tokai medical). The complaint device is not available for return. On 01-feb-2022, additional information was received. The information indicated that the bleeding was confirmed after using the embotrap iii, this is the reason for the statement ¿there was no patient injury¿ in the event description. Thrombus was removed at the m1, but bleeding was confirmed and treated with coil embolization; no residual symptoms were observed. The physician commented that there was a possibility that the vessel might be in a weak state, ¿like spasm or loosen.¿ the physician also commented that he does not think the device was the cause of the issue. It was unknown whether the patient had vasospasm or the blood vessels were bent, but the patient was treated in a fragile state. When the bleeding was noted procedurally, it was after the use of the embotrap iii; the physician does not think that the device caused the bleeding, he commented that there was a possibility that the vessel might be weak. There was no device malfunction associated with the embotrap iii. The reported event did not result in any clinically significant delay nor prolongation in the procedure.